Event description:
It was reported on 3/26/1999, that during a laser treatment, the basket broke. The pt suffered a perforated ureter. They removed the basket and placed a stent for 3 to 4 weeks. Pts condition is unk. No product is being returned for eval.